Event description:
The customer reported the respiratory therapist was bedside when the unit was switched to backup battery but the unit shut off and alarmed. The customer reported there was no patient harm. The manufacturers service technician reported the backup battery is functional but the device power supply was not working on dc power. Review of the ventilator's diagnostic log history noted that when the ventilator was powered on via ac power during previous usage it indicated that the backup battery was not detected during power on self test due to a low capacity for use, followed by 24/+-12v power fail occurrences. The service technician will replace the power supply to address the findings.